Manufacturer narrative:
(B)(4) patient demographic information is unavailable, however communication is still in progress to obtain information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon deactivated the coag function on the plasmablade device and it remained active. There was no unintended tissue damage or patient injury reported.